Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board was replaced and the generator calibration files were reloaded. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system would not perform fluoroscopy when an x-ray was requested. This happened during a case. No pt injury was reported.